Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 612 mg/dl. Customer¿s current blood glucose level was above 480 mg/dl. The customer was treated with insulin drip. The customer declined troubleshoot for high blood glucose. Customer¿s spouse stated that the customer was in hospital due to nausea and vomiting. Customer also stated that the insulin pump had a blank display. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer states the contacts on the battery cap was neither missing nor damaged. Customer also stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.